Event description:
The customer reported to olympus that the camera head had no image. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to poor contact of camera unit. Additional findings were as follows: cable unit is swelled and due to deterioration of adapter, the scope mount could not be secured in position. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was caused by a faulty charge coupled device unit. However, the definitive root cause of the faulty charge coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.